Event description:
Customer reportedly received blood glucose results of 558 mg/dl and 129 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; and replacement was sent.